Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer not detected on bus. The field service engineer verified no failures and reseated rowboard and retractor band cables. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had an auxiliary drawer 1.1 failed. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.